Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: long-term performance of beat-to-beat automatic ventricular threshold adjustment in infants with congenital atrioventricular block. Pace pacing and clinical electrophysiology. 2013;36(10):1259-1264. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: high thresholds, fracture, sensing problems and lead prolapse. The status of the leads is unknown. No patient complications have been reported as a result of this event.